Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the charged coupled device unit was damaged and the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on charged coupled device unit the image was not displayed and switches 1 and 2 does not work due to corrosion on the switch box. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had an occasional black screen in the image. The issue was observed during maintenance after a procedure. The procedure was completed with the device. No reports of patient harm were associated with this event.